Event description:
On (B)(6) 2008, the pt received laser treatment on neck. Pt notified provider on (B)(6) 2008 that he was experiencing pain and burns at area of treatment. A 10mm burn evaluated. Laser cutera coolglide (B)(4).